Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified and attributed to a loose hex nut for the screw that holds the paddles' shorting wire in place. The nut was resecured to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.